Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The pump was unable to verify excessive no delivery alarm due to button error alarm and no button response. The pump was also received with cracked case at the display window corner, broken reservoir tube lip, missing reservoir tube o-ring and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(2).

Event description:
The customer reported via phone call of button error alarm, damage and excessive no delivery from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The customer stated that the plastic ring around the reservoir compartment popped off. The customer was able to clear the alarm with the escape button but not act. The insulin pump will be returned for analysis.